Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned. No relevant manufacturing issues were identified as all units met stryker specifications. The root cause of the event is determined to be user error- incorrect alignment of the k wire and screw path causing pinching of the wire and leading to fracture.

Event description:
It was reported that; k-wire broke 3 times while trying to be removed as screw was being inserted. Surgeon uses a kocher if wire seems to be stuck, while grabbing the wire and twisting the wire it snapped. Additional information noted; all fragments were retrieved.

Event description:
It was reported that; k-wire broke 3 times while trying to be removed as screw was being inserted. Surgeon uses a kocher if wire seems to be stuck, while grabbing the wire and twisting the wire it snapped. Additional information noted; all fragments were retrieved.